Event description:
Customer reported device = 357 mg/dl. Customer took 45 units of insulin. Customer went to a regular doctor appointment. Dr's device = 27 mg/dl and in the 40s, and 50s mg/dl. Dr gave pt glucose tablets. No controls were used. A request was made for return product and replacement product was sent.